Event description:
Healthcare professional reported "ruptured ". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Continued e1. Phone: (B)(6). Continued e1. Fax phone: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. As per the investigation procedures, creases and non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5; d9; h3; h6.

Event description:
Healthcare professional reported right side rupture. Device was explanted and replaced.